Manufacturer narrative:
Device evaluation: the probe was cleaned and no abnormalities were noted. A pilot light check was conducted and no pilot light was visible either through the umbilical or from the tip of the probe. The room lights were turned off and the probe was re-inspected, again with no light visible. The probe was then disassembled. The break was indicated by a kink in the fiber line at 40cm from the probe holder. The laser jacketing at the kink site was intact such that no light could escape. The undamaged condition of the breakout jacket confirmed that the probe was not fired.

Event description:
It was reported that during an ablation procedure, the clinical specialist (cs) plugged in the laser fiber to check the pilot light on the laser probe there was no light emitting from the probe tip. The cs plugged the probe in multiple times and there was no light emitting from either the umbilical's or the tip of the probe. The user did not use the probe and it was replaced with another probe and it functioned normally. There were no patient complications reported in relation to this event.